Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the boot stalled at 00:00. Upon troubleshooting, fse found the issue was with the flexvision pc. To resolve the issue, fse implemented a medical device correction ((z-1144-2024) in the flexvision pc. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. After implementation of medical device correction, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.